Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information found the patient had their leads replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
Correction: section h6 - additional follow up found - method code should have been 4114 rather than 4117.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01274. It was reported experienced high impedance on all contacts as confirmed by representative. Surgical intervention may take place at a later date to resolve the issue.